Event description:
As reported by the user facility: patient had a cardiac arrest during dialysis treatment on (B)(6) 2011. Patient was resuscitated and taken to the emergency room. On (B)(6) 2011 - additional information provided indicated the patient's condition was not related to the machine. No additional information was available on the status of the patient. The machine was cultured for bacteria per the facility's protocol. The culture came back within tolerance and the machine was put back into use.

Manufacturer narrative:
It was reported by the facility that the machine had nothing to do with the patient's condition. The machine has been cultured per the facility's protocol. The culture came back within tolerance and the machine was put back into use. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. All available information has been provided to the actual manufacturer for evaluation.